Event description:
During follow-up with the patient's nurse it was reported that the patient had a paralytic ileus and hernia and was no longer a candidate for peritoneal dialysis. She also reported that these events were not related to use of the liberty cycler. The peritonitis was treated with ceftriaxone from (B)(6) 2016.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that the patient had been hospitalized due to peritonitis. Additional information received from the patient's pd nurse confirmed that the patient had been admitted to the hospital on (B)(6) 2016 and the peritonitis was due to a bowel obstruction. The patient was subsequently transferred to a rehabilitation center.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. During treatment test the cycler sounded normal. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were within tolerance. The reported symptom of air detected in cassette warning was not reproduced during testing. There was visual evidence of dried fluid within the recess of the bottom cover between the front panel assembly and the pump assembly. The cause of dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.